Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/28/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver log was downloaded and shows shutdown due to battery low, with 90% battery capacity. A functional test was performed and it passed. An overnight discharge test was performed and it passed. The receiver was charged and rebooted. The receiver case was opened for an internal visual inspection and it failed. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.